Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was reviewed for evidence of the reported problem, found primary audible alarm background test in log. To conduct functional testing the device was powered up and had an audio test performed. The reported problem was unable to be duplicated. Unable to determine the intermittent of the error, no problem found on the speaker. Device passed all functional testing. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a primary audible alarm. Patient involvement is unknown.